Event description:
Customer reported the system displayed a pre-charge error. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found that a circuit breaker had been tripped, reset circuit breaker and tested system. Could not duplicate any tripping of circuit breaker again. Possible it tripped when customer rolled over expansion joints in the halls of operating room. Customer was instructed to check the circuit breaker if the error occurs again. System operates as intended.